Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent anterior hip surgery on an unknown date and barbed suture was used. It was reported that the suture was used on subcutaneous or subcuticular skin closure. The patient experienced wound complications including dehiscence and infection. It was reported that the surgeon opined the suture is breaking and leading to the complications. Additional information has been requested.